Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer stated that they experienced a water leak from the dome of mr290 chamber. Visual inspection of the photos provided by customer were performed and the leaking at chamber dome is confirmed. Conclusion: we were unable to determine what had caused the water leak. Due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Without the complaint devices it is not possible to draw any reasonable conclusions about the device failure. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber base was leaking water. There was no patient involvement.